Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced. The patient was seen again on (B)(6) 2013 and no noise was observed. A further follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.